Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective optics coupling due to deterioration of coupler unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. (Defective optics coupling and white balance issue) the subject device will be sent back to olympus for further evaluation and repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the defective optics coupling and white balance with camera head is not possible. The issue was found during maintenance of the device. There was no patient involvement.